Event description:
Medtronic received information that during the implant of a 26mm transcatheter bioprosthetic valve, the valve dislodged into the asc ending aorta after detaching from the delivery catheter system. An attempt was made to implant this second valve (29mm), but it also dislodged into the ascending aorta after detaching from the delivery catheter system. It was reported that the dislodgements occurred due to the patient's anatomy. A third valve (29mm) was implanted but resulted in severe paravalvular leak. Four days post implant, all three valves were explanted and replaced with a non-medtronic surgical aortic valve. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. Dislodged valve/positioning difficulties are typically not related to a device malfunction. In this event it was reported that the device dislodgement occurred due to the patient's anatomy.

Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.